Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that a day and a half after turning the stimulation back on after being in MRI mode they were feeling miserable. It was found that the stimulation had turned itself off. The patient noted she started seeing the battery as red at 2pm and she usually charged the implant at 6 pm. There were no falls or traumas and the patient hadn¿t increased the stimulation, but did mentioned she uses it 24 hours a day. Troubleshooting reviewed good charging practices. The patient had an appointment with her healthcare provider new week. The patient called the health care provider (hcp) because the implantable neurostimulator (ins) does not keep a charge since middle of last week. The patient stated that she charges her ins before she goes to bed but when she wakes up around 5am - 6am therapy is off and the ins battery is dead. The pt stated that she is miserable when she wakes up in the am. Additional information was received. It was reported the patient continued to feel their ins was draining too quickly and was thinking it could be an issue with the controller. The patient was concerned the controller was reading the ins incorrectly. The patient stated the ins would shut off on its own and seemed to also drain quickly. They would charge the controller to 100% and would get their ins to 30% and then would need to charge the controller again. The patient confirmed they did have their device checked by their manufacturer representative about 2 months ago and they determined everything looked fine with their system. The patient tried reprogramming it so the stimulation turned off every 10 minutes to try and save the battery. The ins was dead by the time the patient got up in the morning. The patient was encouraged to continue to work with their healthcare provider and the different reasons the ins could drain quickly were reviewed. It was also reviewed the patient's controller may drain quicker if the patient needed to recharge the ins more frequently. Additional information received from the consumer. When they were trying to charge they got software problem 1. Intellis 2. 3.6 #. 1569 4. App manager c. It was locked up so they put the controller away, the next time they used it they were successfully able to recharge. Sometimes they had to charge 2-3 times per day and it drained so quickly and they woke up in the middle of the night sometimes when stimulation had stopped. Most often, when they charged before bed, their in is 30% or in the red in the morning. Yesterday they recharged and today it said 70%, but that is unusual. They always locked their controller when they were done using it, did not use any different settings than they had for the past 4 years, and had no falls or accidents, no other medicals tests or procedures except one MRI before the recharging issue started. When they previously met with a rep, the rep put the stimulator on and off every 5 minutes but there had been no change to how often they needed to recharge the ins.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that after thanksgiving 2020 the patient asked for a new controller and it fixed all of their issues.